Event description:
The customer was admitted to the hospital for high blood glucose, and diabetic ketoacidosis. The customer reported high blood glucose levels, and vomitting prior to hospitalization. High pressure test could not be performed because there was no clamp. While looking in the customer's history it was found that the customer had three no delivery alarms, and a bent cannula. She changed her site, reservoir, and insulin, and her blood glucose remained high. When she took a manual injection, this brought her blood glucose levels down. Troubleshooting was performed, and the pump passed the prime test.

Manufacturer narrative:
A complete analysis, and testing of the pump showed that it was functioning properly, and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed functional test, including the seat, rewind, basic occlusion test, and occlusion test. No excessive "no delivery" alarms noted.